Event description:
There were four endeavor sprint rapid exchange (rx) drug eluting stents implanted during the index procedure; one in the proximal lad, two in the 1st obtuse marginal and one in the 1st diagonal branch. It is reported that the second endeavor sprint (rx) drug eluting stent in the 1st obtuse marginal was to treat complications of a dissection after the initial stent implantation. The pt is reported to have suffered epitasis approximately 25 months post index procedure. In the investigator's opinion, the event was related to the study device or the study procedure. Pt was asymptomatic/free of symptoms at 30 day, 6 month, 1 year, 1.5 year, 2 year and 2.5 year follow up's.

Manufacturer narrative:
(B)(4). Eval results: (dissection).